Event description:
It was reported that during a laparoscopic ventral hernia repair, when using the second instrument, the surgeon was using external palpation without having the introducer advanced. Upon firing the instrument, the introducer protruded through the abdominal wall and stuck the surgeon in the palm of the hand. The surgeon cleaned the hand, regloved and proceeded to finish the case with a competitive device. There was no pt consequence.